Event description:
It was reported that the user changed the ilet insulin cartridge and observed a line through the cartridge icon, indicating the supply change process was not completed, which resulted in insulin delivery not occurring until the user disconnected, rewound, and completed the change steps, after which delivery resumed. Symptoms included hyperglycemia with blood glucose reported over 400 for approximately 3 to 4 hours, without ketone testing and without professional medical intervention or back-up therapy. Outcomes included transient elevated glucose without reported injury, loss of consciousness, dka, or hospitalization. Investigation included technical troubleshooting and user education to complete the cartridge change and restart insulin delivery, with no device alarms reported. Investigation of this case revealed an incomplete cartridge change workflow leading to interrupted insulin delivery, with cause unclear and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.